Manufacturer narrative:
Isi has not received the permanent cautery hook instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: the permanent cautery hook/permanent cautery spatula instrument arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the instrument to arc through the plastic coating.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument was arcing through the plastic coating. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: at the time that arcing was observed, the gall bladder was being removed from the liver bed. Arcing occurred when coagulation energy was activated.